Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had charging problems and stopped charging the ipg for about 2 months. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01153. It was reported that the patient's ipg became inoperable due to not recharging as recommended. It was also noted that the patient's lead had high impedance. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced.